Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer froze while interrogating a device and required a restart. The restart appeared to have resolved the issue. The programmer appears to remain in use. No patient complications have been reported as a result of this event.